Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One guidewire was returned for review. The guidewire was bent and broken into two pieces. It was evident the coil had been stripped from the wire. Therefore, this complaint is confirmed. The root cause for the breakage issue was most likely due to the handling of the wire in the user environment. The instructions for use provided with this device states withdrawal, pullback or manipulation of the guidewire when resistance is met may cause guidewire breakage. "Do not attempt to withdraw guidewire backwards through needle or catheter as this may result in shearing guidewire or damaging catheter".

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be submitted when the evaluation is complete. There was no patient injury during this incident.

Event description:
Physician intended to use a micro introducer 7f during treatment of the patient¿s short saphenous vein (ssv). IFU was followed. It is reported the .018 wire broke inside the patient. Dr. (B)(6) made an incision and took out the pieces of .018 wire that were broken. He closed the incision with a stitch. Another introducer was used, and the broken wire was extracted. No patient injury was reported.